Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER after receiving inappropriate therapy. Patient has known atrial tachycardia. Programming changes were recommended. Patient is doing fine.

Event description:
New information received indicated that patient presented with an episode of vt. Review of the egm showed svt diagnosed as vt. Programming changes were recommended but not made. The patient will continue to be monitored.